Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the patient¿s spouse now had a bunch of new office equipment and when the patient walked into the room last night, they felt a shock at the implant site that was sudden in onset. It was noted that the patient left the room and the shocking stopped. The patient contacted it to inquire about the new equipment and was told that the dual radio access point ¿ unifi apaclr did transmit signals. It was confirmed that the shocking had stopped, and the patient did not intend to follow up with any healthcare professional (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient provided their weight at the time of the event. No patient complications were reported as a result of this event.